Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, loss of communication between insulin pump and transmitter and received lost sensor alarm. The customer reported blood glucose value of 600 mg/dl, and no treatment was mentioned. The event involved product(s) unk_disposable sensors, unk_ngp and mmt-7040a. Troubleshooting was partially performed for communication with the transmitter and the issue was not resolved. Troubleshooting was declined for high blood glucose and it was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No harm requiring medical intervention was reported. Unk_disposable sensors, unk_ngp and mmt-7040a products were not expected to return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section a4 - patient weight has been changed from 224 to 225 pounds. 2. The initial report had the incorrect aware date. The correct aware date is 26-jun-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.